Event description:
The customer stated error code 1007, unable to process test, activated read failure occurred on the architect analyzer. Replacing the reaction vessel lot resolved the issue. No impact to patient management was reported.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
(6)(4). A correction was made to the suspect medical device lot number. Evaluation: the investigation unit has evaluated this customer complaint and has determined that it is not associated with remedial action reporting number (6)(4) and is therefore unassigned. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.